Manufacturer narrative:
E1/establishment name: (B)(6) medical center (B)(6) hospital (documented here due to character limitation in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image displayed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, but it is likely the problem is caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use factor or handling. However, the definitive root cause of the reported issue could not be determined. The event can be prevented and detected by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.